Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer passed away on (B)(6) 2024 due to unknown causes. Reportedly, the customer was wearing the pump at the time of death. A review of pump data will be performed, and the results will be submitted in a supplemental report.